Manufacturer narrative:
The patient was taking supplements containing 50 mg + 75 mg biotin. Product labeling states: "the effect of the following endogenous substances and pharmaceutical compounds on assay performance was tested. Interferences were tested up to the listed concentrations and no impact on results was observed. Compound biotin: concentration tested: = 286 nmol/l or = 70 ng/ml". Product labeling also states: "samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration." The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results on cobas pro sample supply unit (e801), serial number (B)(4). This medwatch covers the alleged results for the elecsys ft3 iii assay. Please refer to medwatch MDR-65382 for the alleged elecsys anti-tshr assay results. The initial result was 10.7 pmol/l. A different sample from the same patient was tested the next day and the result was 9.5 pmol/l the customer repeated the test with other competitor methods. It is unknown if the results are from the initial sample or the second sample. The repeated result was 4.5 pmol/l using the atellica method. The result of 4.5 pmol/l was considered to be correct. The results were assessed by a doctor. The date of event is unclear as the customer states they performed testing on (B)(6) 2021, but have the results listed from (B)(6) 2021.

Manufacturer narrative:
The become aware date for the data previously reported in supplemental manufacturer report number 1823260-2022-00123 for the alleged elecsys ft3 iii assay results was updated in this report.section g3 was updated.

Manufacturer narrative:
Investigation of the patient sample confirmed the customer's results. An interfering factor was detected in the sample. This is a known interference documented in the product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. A general product problem can be excluded. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The alleged ft3 results of 4.5 pmol/l and 9.5 pmol/l were from the same sample and were obtained on (B)(6)2021. Refer to attachment "pt68424.pdf" for additional patient results. It is unknown if the results are from the same sample. The cobas e 801 analytical unit serial number is (B)(6)and the cobas pro sample supply unit serial number is (B)(6). It is unknown which module the results were obtained on. Please refer to medwatch with a1 patient identifier pt-68424 for the alleged elecsys tsh assay results. The customer's calibration and qc results and sample pre-analytic details were requested but not provided. The patient sample was requested for investigation. The investigation is ongoing.